Event description:
(B)(4). I have been diagnosed with lupus/ fibromyalgia, also have gastro and bowel issues in 2012 pelvic pain and pressure since day of implantation in 2010, b12 deficiency, was diagnosed with bi polar and severe anxiety in 2013, heads, forgetfulness, extreme fatigue, jaw pain, pain behind eyes, metallic taste in my mouth.. Heavy painful huge clots during my period lasting at times 7 days, bloating, I'm currently seeing an gyn on the 26th for a hysterectomy consult.

Event description:
#Medwatcher #followup1 #FDA mw5062497 #(B)(4). Headaches have turned into daily migraines nothing takes them away, dry eyes, dry mouth no mater how much water I drink.. Cystic acne, teeth pain.

Event description:
#Medwatcher #followup3 #FDA mw5062497 #(B)(4). The pain in my joints is getting worse by the day... Fingers, hands, wrists, elbows, shoulders, neck, jaw, knees, ankles, even my toes at times... That coupled with migraines and bowel and stomach issues its getting tougher by the day to even be a mom and a wife... I haven't ever had mental issues before and all the sudden 2 years ago I was diagnosed with bi polar and a panic disorder... Now lupus and fibromyalgia... All of which im on meds for all of which meds do not help...

Event description:
#Medwatcher #followup2 #FDA mw5062497 #(B)(4). Had an appointment with my ob today she is going to go ahead with the essure removal surgery date has not been "sten" as of yet.

Event description:
Follow- up 5. (B)(4). The pain is getting worse, fingers, hands, wrists, elbows, shoulders, neck, knees, ankles, sometimes even my toes!! I have never in my life suffered with this until 2 years ago starting with a mood and panic disorder and now lupus and fibomyalsia and bowel and stomach issues. Having a colonoscopy on feb the 9th, ultrasound on my gallbladder on feb 24th and an ultrasound on feb 25th and follow up the same day for essure removal. All of these disorders im on meds for which aren't doing any bit of good, also been diagnosed wit a vitamin d deficiency. Now, I find it quite odd I was perfectly healthy 2 years ago. No mental issues or anything stated in this report until 2 years ago, 2 years after implantation... Please, please take this off the market!

Event description:
Followup-4. (B)(4). The pain is getting worse, fingers, hands, wrists, elbows, shoulders, neck, knees, ankles, sometimes even my toes!! I have never in my life suffered with this until 2 years ago starting with a mood and panic disorder and now lupus and fibromyalgia and bowel and stomach issues. Having a colonoscopy on feb the 9th, ultrasound on my gallbladder on feb 24th and an ultrasound on feb 25th and follow up the same day for essure removal. All of these disorders im on meds for which aren't doing any bit of good, also been diagnosed with a vitamin d deficiency now... I find it quite odd I was perfectly healthy 2 years ago. No mental issues or anything stated in this report until 2 years ago, 2 years after implantation... Please, please taken this off the market.

Event description:
Follow- up 6. (B)(4). Just had my ob appointment yesterday and I have a pre op appointment scheduled for march the 31st and my essure removal date is april the 4th!! I can't wait to be e free!

Event description:
Follow- up 7. (B)(4). Had my essure devices and tubes removed all went well with the exception lf (old) clotted internal bleeding they couldn't find the source of. She thinks otb was due to the coils. At home and let the healing process begin.

Event description:
Follow-up 8. (B)(4). Received my pathology report when getting ready for my procedure the doctor made the incision and found 200 cc's of old hemorrhaged blood however could not fond the apurce she believes it was or had been coning from my fallopian tubes at one point.